Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test, if you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed). In addition, always check it if you feel nauseated or sick."

Event description:
The pt reported that she was vomiting and her blood glucose measured 399 mg/dl. She gave a manual correction of 20 units of insulin using a syringe, but her bg continued to rise, reaching over 400 mg/dl. She went to the hosp where she was treated for hyperglycemia and dehydration. Four days later they removed her gallbladder.